Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device is no longer under warranty and not field serviceable. Physio recommended that the device be permanently removed from service and that a replacement be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had displayed a service wrench and a premature low-battery indicator on the readiness display. The device would not power on when prompted. There was no patient use associated with the reported issue.